Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and loss of capture. This lead was successfully replaced. No additional adverse patient effects were reported.